Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was damaged. The following information was provided by the initial reporter: cracked chamber. Was there any harm or impact to the patient due to the reported issue? No caught before using equipment. Was there a need for any medical intervention or treatment due to the reported issue? No. What was the patient¿s outcome? Was the procedure able to be completed, was it delayed and what was done to complete it? Did not reach patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
One sample of item number 11532269 was submitted for quality investigation. The customer complaint of a tubing defective/damaged was verified by visual inspection. The sample submitted by the customer was visually inspected and a large crack was clearly visible on running down the length of the drip chamber cylinder. A device history record review for model 11532269 lot number 21115119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was forwarded to the supplier of the component and an investigation was conducted on the production history of that component batch. The supplier conducted an investigation on the assembly process of the drip chamber component, which includes an automatic leak test. The sample was placed in their process to see if the crack would be identified. The process identified the leak, and therefore eliminating the possibility of the crack passing the leakage inspection. Review of the production history, of this component batch, indicates that (B)(4) of this component were made during december 2020 without any similar issue being reported. Furthermore, no anomalies during the injection molding process were detected. Based on the investigation findings the root cause for the failure could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was damaged. The following information was provided by the initial reporter: cracked chamber was there any harm or impact to the patient due to the reported issue? No caught before using equipment was there a need for any medical intervention or treatment due to the reported issue? No. What was the patient¿s outcome? Was the procedure able to be completed, was it delayed and what was done to complete it? Did not reach patient.